Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Event description:
The customer reported that the jaws would no longer open while on tissue and the knife was stuck in the advanced position. The tissue was cut from around the jaws in order to remove the device. There was no add'l blood loss.